Event description:
Clinical study. Same case as 6000093-2006-01539. It was reported that 190 days after a coronary artery drug eluting stenting procedure, the patient required a target vessel reintervention (tvr). The index procedure treated a denovo target lesion in the saphenous vein graft of proximal left anterior descending artery (svg of prox lad) with predilation and successful placement of a taxus express2 3.00x20mm drug eluting stent. The procedure also treated a denovo target lesion in the svg of mid lad with predilation and successful placement of another taxus express2 3.00x20mm drug eluting stent. Both target lesion characteristics were not provided. There were no reported complications. The patient was discharged 2 days later on aspirin and plavix. At 190 days after the initial procedure, the patient had chest pain and abnormality on the nuclear scan. Patient required a tvr in the mid to distal lad for 95% in-stent restenosis. The patient was successfully treated with predilation and placement of a cypher stent. In the opinion of the physician, the taxus stents were placed correctly, but because of the diabetes, the patient developed severe propensity for in-stent restenosis which was very rare.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event. Should further relevant information become available, a supplemental medwatch report will be filed.